Manufacturer narrative:
Patient informations:unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed and replaced with a shorter length lens within the same surgery due to excessive vault. Problem resolved. Cause of event was unknown.